Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose was 220 mg/dl. The customer stated that the insulin is "squirting out" during the manual prime process and also receiving an a33 alarm. The patient stated they are unable to exit the "preparing to prime" loope. The customer stated that they are stuck in rewind complete/bolus delivery loop. The customer did a correction dose for the high blood glucose. The customer was asked if recalls pressing the cap while connected and he said that doesn't recalls touching the cap. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The customer was advised tha the cause of a33 alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.